Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. The blood glucose level was over 500 mg/dl and the patient was treated with correction bolus via multiple daily injection (mdi). The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. A complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6004618, in question was manufactured at the reynosa site. The lot 6004618 was manufactured according to the work instruction (wi) version 95 and packaging in the multivac 10, on 04/dec/2023, with a total of (B)(4) units. The sub-assembly: gluing of tubing the lot 3l04911 was manufactured according to the work instruction (wi) version 57 and manufactured in the sc05, and sc06 on 01-dec-2023, with a total of (B)(4) units. The sub-assembly, welding the lot 3l04890 was manufactured according to the work instruction (wi) version 33 welding in the machine ls24, ls25, and ls11 on 04/dec/2023, with a total of (B)(4) units. The lot 3l04891 was manufactured according to the work instruction (wi) version 33 welding in the machine ls24, ls25, and ls11, on 04/dec/2023, with a total of (B)(4) units. The sub-assembly, gluing of connector the lot 3l04880 was manufactured according to the work instruction (wi) version 36 in the gluing of connector in the line 03, on 02/dec/2023, with a total of (B)(4) units the lot 3l04881 was manufactured according to the work instruction (wi) version 36 in the gluing of connector in the line 03, on 03/dec/2023, with a total of (B)(4) units the lot 3l04882 was manufactured according to the work instruction (wi) version 36 in the gluing of connector in the line 03, on 04/dec/2023, with a total of (B)(4) units the lot 3l04883 was manufactured according to the work instruction (wi) version 36 in the gluing of connector in the line 03, on 04/dec/2023, with a total of (B)(4) units conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.